Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded out of range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms, exhibited by this patient's transvenous defibrillation lead. A technical services (ts) consultant discussed a possible lead fracture and some troubleshooting options. It was noted that a lead revision would be performed to further investigate this issue. Additional information was provided that the device was explanted due to normal battery depletion and the rv lead was surgically abandoned. The device was returned for analysis approximately three years later. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.